Event description:
A report was received that a patient was experiencing shocks from the ipg. The ipg is also loose in the pocket, causing the patient discomfort. The patient is expected to undergo a procedure to relocate the pocket site.